Event description:
According to the reporter, during the abdominal wall hernia procedure, the tack came out, but it was not fixed firmly. Then the user inspected the device, an abnormal sound was generated from the device. Another new one was opened. No harm was caused to the patient. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A reload was unable to be loaded onto the instrument due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.